Event description:
It has been reported to philips that the system did not boot up properly. The device was not in clinical use at the time of the event. There was no patient or user harm. The field service engineer (fse) replaced a single board computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting. Upon troubleshooting fse identified that the single board computer (sbc) was defective. Fse replaced the single board computer. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.